Manufacturer narrative:
An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. Sensor (B)(6) has been returned and investigated. The sensor plug is fully seated and no issues were observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Visual inspection has been performed on the sensor plug assembly, no failure modes were observed. The current was applied to the sensor to perform accuracy testing while in the test fixture. All results were within specification. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. No malfunction or product deficiency was identified. This serves as a correction report. Section h10 (addtl mfg narrative) was incorrectly documented in the previous report. Correction has been made. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue with the adc device was reported. Customer received unspecified higher sensor scan results compared to unspecified readings obtained on the built-in reader. The customer reported that due to high readings the night before, they were treated with insulin boluses, went to sleep, and experienced a loss of consciousness. Customer was unable to self-treat and required treatment of an unspecified nasal spray administered by a non -healthcare provider due to the customer experiencing hypoglycemia and blood glucose level at 63 mg/dl. No further treatment was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection has been performed on sensor and no issues were observed. The sensor plug was seated in mount properly. Data was successfully extracted from the returned sensor using approved software. Removed the sensor plug and inspected the plug assembly, no failure mode observed. Current was applied to the sensor to perform accuracy testing while in the test fixture. All results were within specification. Sensor was reprogrammed and simvivo test performed. All results were within specification. Additional visual inspection has been completed, and no issues were observed. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. Therefore, the issue is not confirmed. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue with the adc device was reported. Customer received unspecified higher sensor scan results compared to unspecified readings obtained on the built-in reader. The customer reported that due to high readings the night before, they were treated with insulin boluses, went to sleep, and experienced a loss of consciousness. Customer was unable to self-treat and required treatment of an unspecified nasal spray administered by a non -healthcare provider due to the customer experiencing hypoglycemia and blood glucose level at 63 mg/dl. No further treatment was reported. There was no report of death or permanent impairment associated with this event.